Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During initial bench testing of the defected component, the golden testing ventilator would not start up on the external ac power source or the internal battery power sources. Visual inspection and investigation found the power boards fuse had over heated and blown; carefusion scrapped the power board after failure analysis. Prior to failure analysis, this unit was field serviced by an authorized service technician. The power board was replaced to address the customer¿s reported issue.

Event description:
It was reported by the customer that the unit does not power up on any source and that the unit does not recognize the external power. While in service, it was discovered that the unit had a burnt component. This reported issue was discovered while in service, therefore there was no patient involvement.